Manufacturer narrative:
Corrected information was provided in sections b3, b5 and h6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
New information received indicates that, the event occurred before surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during surgery needle of ophthalmic sutures was not lifting the tissue well. The surgery was able to complete on the same day by replacing with another product. Information regarding patient harm have not been reported.